Manufacturer narrative:
The device will not be returned to manufacturer. The investigation is not yet completed. Investigation results are pending. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported that the device would routinely time out/go into automatic standby mode (after 20 mins of inactivity) during intubation resulting in lost airway visualization. The surgeon was able to complete the procedure with a delay of 3 minutes. No negative impact in state of health reported.